Event description:
Boston scientific received information that this patient exhibited loss of capture, pacing inhibition and noise on the non boston scientific lead. Programming changes were made to try and alleviate these issues on the pacemaker dependant patient to no avail. The physician wants to turn this device off and implant a new pacemaker and leads on the patients right side. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.